Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified a small hole in the flexible steam hose located on the washer. The hole was identified to be caused by friction due to the hose rubbing against another washer component. The washer was installed at the customer's location in (B)(6) 2007 and has been in use for over 9 years. The technician replaced the flexible steam hose, and reoriented the hose in a way such that friction would not reoccur. The technician secured the hose's location with clamps, ran a test cycle and confirmed the hose to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported their reliance synergy washer/disinfector was leaking water. No injury, procedure delay or cancellation was reported.